Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, crosstalk was observed on the patient¿s device. Upon review of the session records, the presence of crosstalk was confirmed. Programming changes were made and the issue was resolved. Patient was stable and will continue to be regularly followed up.